Manufacturer narrative:
(B)(4). One implant was returned for evaluation on sep 20, 2019. Visual inspection of the product identified a fractured screw inside the implant drive feature. Followed up with the customer and they then filed a complaint against a fractured screw. The complaint is confirmed. A root cause cannot be determined.

Event description:
It was reported that the abutment screw fractured inside of the implant. The fractured piece could not be removed. As a result, the implant had to be removed.